Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), mitral annular calcification (mac), and a central mr jet for a mitraclip procedure. There was a reduction in mr from 4+ to 3+ after the first clip was deployed. A second clip was attempted medial, but unable to reduce the mr less than 3+ despite multiple attempts. The procedure was discontinued and the second ntw clip was removed. The patient was stable and the mr was reduced to grade 3+. To reduce the mr, on (B)(6) 2024, a mitral valve replacement was performed on the mitral valve. The mr reduction during the initial procedure was minimal. Additionally the tricuspid valve was replaced. During the surgery there were no chordal ruptures or leaflet damage observed. However, a small hole was observed in the calcium, which was posterior and medial to the first implanted clip. The physician believes this was likely caused by the second clip. The patient recovered post-surgery and was discharged home.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury appears to be related to patient condition (interaction between valve calcification and implanted clip). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.